Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule surgery for the end of september') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia") and fatigue ("tired all the time") and was found to have vitamin d decreased ("I haven't been able to get mine above 7"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, fatigue and vitamin d decreased outcome was unknown. The reporter considered fatigue, fibromyalgia, medical device removal and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event added: I haven't been able to get mine above 7. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule surgery for the end of september') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia") and fatigue ("tired all the time"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal, fibromyalgia and fatigue outcome was unknown. The reporter considered fatigue, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, fibromyalgia, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.